Manufacturer narrative:
It was reported that an asymptomatic patient presented remotely via merlin.net with far r-wave over-sensing on their implantable cardioverter defibrillator. It caused an inappropriate automatic mode switch. Programming changes were recommended.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with far r-wave over-sensing on their implantable cardioverter defibrillator. It caused an inappropriate automatic mode switch. Programming changes were recommended. Patient was stable after the event.